Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect turbine assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to a corrupted turbine interface within the printed circuit board assembly. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect turbine assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspect turbine assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable, low peak inspiratory pressure, low minute ventilation, and high rate alarms. The customer determined the most likely cause of the reported event is the turbine assembly. The customer reported there is no patient involvement associated with the event.